Event description:
It was reported that the patient was unable to twist and attach a luer connector on the ilet. After user education, the patient used a different connector from another box and successfully completed a full supply change with no alerts or alarms. No reported clinical effects. Outcomes included no interruption to therapy beyond the initial attachment difficulty. Investigation included phone troubleshooting and user guidance. Investigation of this case revealed that the originally attempted connector could not be attached, while an alternate connector functioned as intended, indicating an isolated connector usability or fit issue. It was concluded that the event was resolved through user troubleshooting with no clinical impact and no further action required at this time.